Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event associated with a disconnection of the driveline on (B)(6) 2023. According to the account, the event was the result of the patient attempting to exchange their system controller. The pump resumed normal operation without issue following the reconnection of the driveline and external power. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 2, "system operations" (under "system controller warnings and cautions"), states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7, "alarms and troubleshooting", outlines all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "if the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5, ¿alarms and troubleshooting¿, contains information regarding all system controller alarms, including the driveline disconnected alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was noted that the patient had woke up and their power cables were wet. The patient denied spilling any water/drinks and thought it was due to urine or sweat. It appeared that the patient had a few low voltage alarms when switching from the mobile power unit (mpu) to batter power, which was confirmed by the patient. The log files noted a low power hazard event on (B)(6) 2023 at 4:14:01 while connected to the mpu and a power cable disconnect event on the white power lead. The supply power from the mpu was low and fluctuating. The white power lead was then connected to battery power at 4:14:05, resolving the low power alarm. The patient stated that the alarms persisted and that they had intermittent no external power alarms while on battery power. The white power lead was then disconnected again, this time from battery power at 4:15:26 resulting in a low power hazard. The white power lead was then reconnected to mpu power at 4:15:31; however, low power alarms continued. The patient and his spouse thought that the system controller may need to be changed and disconnected the driveline. The driveline was then disconnected at 4:16:41 resulting in the pump being off for about 5 minutes as the driveline was reconnected at 4:21:48. The interruption in support resulted in the patient's loss of consciousness. The system controller remained connected to mpu power. Around 4:49:29, supply power from the mpu returned to its expected range and low power alarm conditions resolved. The urine/sweat was thought to be the cause of the low voltage alarms due to potential moisture in the battery clips. The alarms resolved once the driveline was re-connected, and the patient connected to the mpu. The patient was brought to the hospital for the alarms and loss of consciousness. The plan was to re-educate the patient on system controller exchanges, alarm maintenance and proper equipment management. The patient was stable and discharged home. Related MFR # 2916596-2023-03554 covers the low power hazards on the controller. Related MFR #2916596-2023-03555 covers the low supply power on the mpu.